Event description:
It was reported that biomed just received the arctic sun device from repair and was trying to fill it, but it was filling very slow. The machine also states it was full, but it was not, and they had only filled with about 3/4 of bottle. Mss confirmed nurse that filled with cleaning solution first. Due to the new larger size of the cleaning solution, it was suggested to fill with 1l of sterile water then add cleaning solution to the second leader, so the level sensor reads properly. Mss suggested emptying the reservoir and refilling with a bottle of sterile water and then the cleaning solution. As per review of wo on (B)(6) 2022, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
Per investigator evaluation, bd has determined that this MDR event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed just received the arctic sun device from repair and was trying to fill it, but it was filling very slow. The machine also states it was full, but it was not, and they had only filled with about 3/4 of the bottle. Mss confirmed nurse that filled with cleaning solution first. Due to the new larger size of the cleaning solution, it was suggested to fill with 1l of sterile water then add cleaning solution to the second leader, so the level sensor reads properly. Mss suggested emptying the reservoir and refilling with a bottle of sterile water and then the cleaning solution. As per review of wo on (B)(6) 2022, there was no patient involvement.